Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, channel mount unit had foreign objects, and the image had roughness. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to all of the malfunctions: cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an e315 scope communication error during a diagnostic bronchoscopy procedure. The issue involved an olympus bronchovideoscope. There was no patient injury reported.